Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the cutting block broke during use. Per email communication, there was no patient injury or surgical delay, and the procedure was completed using a backup device. No further clinical assessment is warranted. A visual inspection confirmed the journey dcf ap fem cut blk 8 shows nicks, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Case-2020-00031459-1

Event description:
It was reported that, during a tka procedure, the journey dcf ap fem cut blk 8 broke during use with the instruments inside the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.